Event description:
The iabp balloon catheter was placed in the or using an open cut down method. The surgeon reports not difficulty with the procedure, the catheter or the anatomy of the patient. The surgeon replied it was placed without any difficulty at all. The catheter appeared to function well until the patient was transferred to the cardiac recovery unit, at which time blood was noted in the helium line. Rn immediately folded over and clamped the helium line, then notified the md. As expected the patient immediately began to fail and the rn had to escalate the amounts of vaso active drugs to compensate for the loss of iabp support. The patient was returned to surgery for a replacement catheter and coded during the procedure. Auto cat 2 wave intra-aortic balloon pump console. Blood was noted in the helium supply line, but it did not reach the console. No helium leak was noted, no helium embolism was noted. The patient went back to surgery later the same day for replacement of the iabp catheter. The patient coded in or, an event perceived to be a function of his extensive cardiac disease and debilitated state, perhaps compounded by the failure of the iabp catheter. The patient was resuscitated successfully in the or. The patient died three days later from complications of cardiac disease and multiple system organ failure.manufacturer response for catheter, intra-aortic balloon, fiberoptix: reported to the local representative at the time of failure. Representative apprised clinical staff of critical time frames to replacing the catheter.